Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, facility stated that the patient fell out of bed 3 times since they got the mattress even though it had the bolsters on it. The patient was transported to the ER for evaluation and sustained a bump on the head with an abrasion to the left forehead. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.